Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to unlocked lcd keypad connector. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the screen of the insulin pump was leaking and the down arrow was unresponsive. Customer also states that there is fluid/moisture exposure under the lcd display due to insulin pump being dropped. The blood glucose reading is 131 mg/dl. The insulin pump will be replaced. Nothing further reported.